Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a severe dent on the bottom cover. In addition, the damaged silicone overmold was observed on both bottom and top covers. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a crack along the hybrid. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The open device visual inspection confirmed cracks along the hybrid. The reported complaint of loss of lock with the device was verified through this analysis. The device was received with multiple cracks along the hybrid. A corrective action was implemented. This is the final report.